Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, a patient (pt) from (B)(6) called to report a corneal ulcer in the left eye (os) while wearing acuvue oasys brand contact lenses (cl). The event date was reported as ¿approximately 1 year prior from today¿. The pt reported visiting an eye care provider (ecp) and was prescribed ofloxacin ophthalmic solution, 3 times a day for 1 week. The pt reported returning to the ecp after 1 week and was cleared to resume cl wear. No further information was provided. On 24oct2018, a call was placed to the pt to obtain the treating ecp information. The pt was unable to provide the treating ecp name but provided the name and contact of the treating hospital. Multiple attempts were made to contact the treating hospital for additional medical information but were unsuccessful. The suspect product is not available for return and the lot number is not available. No additional information has been received. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.